Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited noise, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The noise was able to be reproduced with patient isometrics. A lead fracture was suspected, however, was not confirmed. An invasive procedure was performed. Lead to device header connections were verified to be appropriate. The lead was surgically abandoned and replaced and the device remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. The impedances were tested and revealed measurements that were within normal range. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report of noise and high impedances, however enhancements have been developed for improved lead to header connections.

Event description:
This report is being filed with analysis details.